Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens, and the trailing haptic caught on the injector plunger and tore. The lens was inserted into the pt's eye and was cut into pieces to remove. There was no pt injury. This is one of three lenses used on this pt and all three tore. See MFR report # 2023826-2008-00607 and #2023826-2008-00608. A fourth lens - a silicone plate lens, was implanted, and the pt is doing well.